Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump exhibited beeping. It was also reported that the patient removed them, and the pump never turned back on. No patient consequences were reported. No adverse effects were reported.